Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search against the provided product code found previous reports of location peg breakage/damage. A previous sample with a fractured pegs was forwarded to depuy staff metallurgist for examination and non-destructive analysis. The root cause was attributed to suspected misuse by overloading while the mating instruments were engaged. A search of the complaint database against the reported product code did not reveal any lot specific trend of handle peg breakage. The investigation could not draw any conclusions about the current reported device breakage without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
One of the tibial tray location lugs of the tray handle has snapped off. Broken piece was not returned. Item used during a sales training. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
Examination of the hp tibial tray handle confirmed the peg(s) have fractured. The root cause is attributed to misuse by overloading the pegs while the tray handle and mating tray trial were engaged. Due to misuse as the root cause, the need for corrective action is not needed at this time. Monitor trends through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.